Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the turnpike tip. The distal tip was separated and there was about 4 mm missing. The damage found is consistent with over torquing the device against resistance.

Event description:
The tip of the turnpike lp did break loose in the lao. Dr. Did capture the tip of the turnpike with the wire. Reported the loa had atherosclerosis in the loa artery with (cac) coronary artery calcification. Reported that there was no patient injury or consequence, patient current condition is fine.